Manufacturer narrative:
Plant investigation: a sample was not been provided for evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. The production record review showed there was one approved temporary (deviation notice )dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred right away after starting the hd treatment. The nurse explained that the leak was not visually observed. The blood leak was described as being an internal blood leak. The machine being used was a fresenius k2 machine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred right away after starting the hd treatment. The nurse explained that the leak was not visually observed. The blood leak was described as being an internal blood leak. The machine being used was a fresenius k2 machine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation.